Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge had malfunctioned. Reportedly, the customer reset the pump to successfully resume insulin. There was no reported impact to the customers blood glucose level. Despite multiple attempts, tandem technical support was unable to obtain any further information.